Event description:
Sorin group (B)(4) rec'd a report of a leak from the oxygenator gas outlet port during priming. When viewing the gas outlet port from where the leak occurred, priming solution was noted in the housing of the port. Since this occurred during priming, there was no pt impact as a result of the incident. The oxygenator was replaced prior to use in surgery.

Manufacturer narrative:
Sorin group (B)(4) rec'd a report of a leak from the oxygenator gas outlet port during priming. When viewing the gas outlet port from where the leak occurred, priming solution was noted in the housing of the port. Since this occurred during priming, there was no pt impact as a result of the incident. The oxygenator was replaced prior to use in surgery. The product was returned to sorin group (B)(4) for eval. When the unit was rec'd, it showed a small amount of bloody fluid contained within the blood pathway. There was also some blood residue and discoloration on the surface of the heat exchanger, which appeared to be corrosion of the heat exchanger material. Leak testing produced no fluid in the gas outlet. However, a leak was seen by a stream of fluid from the water ports upon the application of pressure. This leak confirmed a communication between the blood and water components of the oxygenator. Inspection of the heat exchanger found evidence of corrosion. The corrosion is believed to be caused by the prolonged exposure of the heat exchanger material to blood and other fluids during the extended period that elapsed between the event and receipt dates. However, the exact time the leak occurred is unk and therefore a medwatch report is being filed. The presence and cause of the original leak reported by the customer cannot be confirmed due to the condition of the unit as it was rec'd. The vision hollow fiber oxygenator (hfo) is a device that was manufactured by gish biomedical. In (B)(4) 2010, sorin group (B)(4)acquired gish biomedical. The device in question was manufactured by gish before the acquisition. This product line has been discontinued, and no add'l product will be manufactured. No further action is deemed necessary.